Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) prior to the event and reported out of range quality controls (qcs) on the dimension vista 500 instrument; "abnormal assay" errors were also triggered on qcs for multiple methods. Siemens remotely ran a probe alignment and service method tests (smts) on the instrument; the reagent probe 2 (r2) align test failed, while the bottom of cuvette correction (bocc) and other smts passed. Siemens remotely aligned r2 and ran qcs for both levels, recovering acceptably. The customer indicated that they will rerun other qcs. On the day of the event, the customer contacted the siemens ccc and reported that they observed ongoing issues with qcs. Siemens remotely inspected the result monitor and observed that mix check and kinetic check were flagged for other methods on the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed errors on qcs, replaced and aligned the sample probe 1 (s1) mixer, performed a bocc and ran qcs, recovering acceptably. Siemens further analyzed the result monitor for other methods and determined that there was weak sample mixing; the instrument health report (ihr), ran on the day of testing, showed "aliquot probe: sample aspiration error (irregular)". Siemens determined that the cause of the discordant, falsely low co2 result is due to a weak sample mix, which was resolved after the cse replaced and aligned the s1 mixer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.